Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The pump was unable to prime unit during prime test due to faulty force sensor resistor. The pump was unable to perform excessive no delivery test or occlusion test due to prime anomaly. There was no cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their device. It was reported that the customer had unexplained high levels despite catheter replacement. No further information provided.